Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose. The customer¿s blood glucose level was 500 mg/dl, 90 mg/dl and 35 mg/dl which was treated with candy bar for low blood glucose. The customer also stated that they did allege insulin pump was over delivering. Customer had not been in use within 48 hours of reported low blood glucose event. Customer was neither in emergency room nor admitted into hospital. Customer was not using auto mode feature of the insulin pump. The insulin pump and reservoir will not be returned for analysis.